Event description:
The hcp (nurse) reported the pt had appeared normal the day before being alert and oriented x3. Pt appears to be experiencing an overdose, but based on multitude of symptoms and the estimated last refill to be approximately 25 days ago, it's not real clear if it's related to the drug. Pt presented with seizure activity, respiratory distress, was intubated and ventilated. The pt had just had a cat scan done that showed bilateral occipital infarct. The pt did have a history of deep vein thrombosis and embolic disorders. A follow up report will be sent when additional info is received.